Event description:
This event is reportable based on the investigation that was completed on (B)(4) 2011. The investigation revealed the irrigation port was completely detached. It was reported that during an ablation procedure, the irrigation port was found to be broken and attached to the internal lumen on the catheter handle. During ablation on high flow (17ml/min), the cool point pump stopped and an occlusion alarm occured. The catheter was then removed from the pt and the broken irrigation port was discovered. A new catheter was used and the procedure was completed. There were no consequences to the pt. Add'l info was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Device evaluated by MFR-visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. (B)(4). Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the mfg process. (B)(4).